Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that at the end of a procedure, the fiber broke halfway through the fiber's length. The case was completed with the original fiber, as the fracture happened when ending the procedure. There were no patient complications.

Event description:
It was reported that at the end of a procedure, the fiber broke halfway through the fiber's length. The case was completed with the original fiber, as the fracture happened when ending the procedure. There were no patient complications.